Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative. It was reported that the pump kept moving due to excessive adipose tissue in left lower abdomen so a new catheter segment was spliced into the exiting catheter at the left lower abdomen and tunneled over to new pump pocket site in the left flank. There were no patient symptoms or environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as prior attempts to tack pump down in the existing pocket site unsuccessful. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. It was noted that the other medications the patient was taking at the time of the event were albuterol inhaler, vitamin d, prozac, flonase nasal spray, folic acid, gabapentin, hydroxychloroquine, ibuprofen, lisinopril, magnesium oxide, methotrexate, multivitamin, ondansetron, miralax, prednisone, simethicone, and maxalt. The patient¿s medical history included asthma, chronic back pain, sleep apnea, pathological fracture, non-hodgkin's lymphoma, hypertension, depression, migraines, osteoporosis, pulmonary hypertension, restless leg syndrome, rheumatoid arthritis, morbid obesity, and chronic opioid use.

Manufacturer narrative:
H3 ¿ the removed portion of the catheter was returned for analysis. Analysis of the catheter segment found ¿catheter - acceptable testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (1000 mcg/ml at 60 mcg/day) via an implanted pump. It was reported that the patient began having issues with making a connection to her pump with her ptm (personal therapy manager). It was determined that the pump was flipping in the pocket. Today, the patient was taken to surgery to re-suture the pump to the fascia in the pocket to help with the ptm issue and the pump flipping. When the pocket was opened, the catheter was ¿coiled (confirming the manual flipping)¿, but the catheter appeared to be intact. The pump pocket also contained a ¿white milky substance¿ that they believed was likely drug in the pocket after the most recent refill as the aspirated volume today was 7 ml and they were expecting 15.2 ml. There was also a small dent on the outside of the pump where the doctor believed the pump refill port could have been missed at the last refill, but that was not confirmed. A partial pocket fill was suspected. The patient was getting good efficacy and was very happy with the therapy. The initial gram stain of the white milky fluid showed a couple of white blood cells, but no other organisms; therefore, the pump was re-sutured down and the surgeon closed the po cket and would await further results to determine if they needed to remove anything due to infection. After the procedure, the ptm was used successfully to deliver boluses.